Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(6), ubd: 10-may-2011, UDI#: (B)(4) ; product ID: 37 78-45, serial/lot #: (B)(6), ubd: 08-mar-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine implantable pulse generator (ipg) replacement, high impedance was observed on electrode 15, with impedance testing displaying a value of 40000. Additional issues included out of regulation (oor) or settings not being available. Multiple attempts were made to place the lead into the 8-15 port on the new ipg, and the contacts were wiped, but each attempt continued to display high impedance on electrode 15. Repeated impedance checks were performed as part of troubleshooting. Stimulation was not able to be adjusted, and the new device was not activated at that time, with activation planned for the post-operative visit. The issue was reported as resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from the patient (pt). Pt reports they couldn't get their equipment to work right and the issue began ever since their implant was replaced. Patient stated they kept reading the manual but it was very complicated. Patient mentioned they had issues charging the implant but all their equipment was charged. During the call agent walked patient through charging the implant. Patient got excellent and the implant was at 100%. Patient restarted the handset. The communicator had an orange light. Agent reviewed information. Agent had difficulty hearing patient during the call. Patient plugged the charging cord and the communicator light was green and flashing. Agent called back after 30 minutes and patient got the service code 319 message (no therapy). Agent redirected patient to their hcp so a representative could set up their patient therapy application. Patient mentioned they were getting frustrated with their equipment and was hurting too much.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.